Event description:
Additional information was received from the patient via patient letter. Patient was asked to clarify if it was both implantable neu rostimulator's (ins) that were causing the pain or just one? Patient responded they were not sure which one is causing the problem. Pt was asked what causes the pain and patient stated, when sitting it feels like they're being shock or burning pain running down back of thigh to back of foot especially if sitting on toilet seat or something hard. Their doctor have scheduled some test with the medtronic rep and possibly removing one device. Issue is not resolved yet, may need to contact their provider.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.